Event description:
This ra lead was implanted on (B)(6)1998 and remains implanted at this time. Atrial functional undersensing detected on a remote monitoring consult transmission. The physician was dr.(B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).